Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the protective monopolar curved scissors (mcs) tip cover accessory came off the instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter indicated they have no further information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the monopolar curved scissors (mcs) tip cover accessory with the alleged issue to perform failure analysis. The mcs tip accessory was not returned with the mcs instrument. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. Isi received the mcs instrument to perform failure analysis. The mcs instrument was analyzed and found a scratched main tube to be related to the customer reported complaint. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.124¿ - 0.548¿ in length and were not aligned with the tube axis. Additional observation not reported by site: the instrument was found to have dried residue around the clamping pulley cable groove.